Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited undersensing along with possible loss of capture (loc). Technical services (ts) noted some events were functional loc however others appeared true. A previous alert was observed due to a pace impedance measurement of greater than 3,000 ohms, resulting in a lead safety switch (lss). The health care professional (hcp) noted an x ray confirmed at a previous time revealed a fracture. This rv lead was programmed unipolar pace and bipolar sense at the time. Ts recommended evaluation in the office. The hcp would schedule this patient to come in. The rv lead remains in service. No adverse patient effects were reported.